Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred on an unspecified date with regards to a spinning spiros® closed male luer, red cap where the reporter stated, "that upon set up, the spiros initially clicked and spun as it should, but almost immediately the spiros detached from the collar of the tubing's luer lock and fell off." There were unknown patient involvement, unknown human harm and unknown delay in therapy.

Manufacturer narrative:
The reported complaint of the spiros disconnecting could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in d10 concomitant product and e1.